Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during an unknown phase of treatment. Upon follow up, it was confirmed that the patient had completed their treatment on the cycler. Reportedly, the patient woke up from their sleep in a ¿big puddle of fluid¿. The leak was coming from the patient line, which the patient had become disconnected from. The patient did not know what caused the disconnection. It was confirmed the patient line connection was securely tightened during pre-treatment setup. There were no alarms that occurred. The patient confirmed fluid did not come in contact with the cycler. Follow up with the patient confirmed that they did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed that the patient informed their pd nurse of the fluid leak. At the time of follow up, the patient was continuing to perform their pd therapy on the same cycler with no further issues. The cycler set was not available to be returned for evaluation as it was reportedly discarded.